Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unknown date, the patient was hospitalized for peritonitis. The cause of the event and treatment details were not reported. Dianeal therapy remained ongoing. At the time of this report, the patient remains hospitalized and the patient has not recovered. No additional information is available.